Manufacturer narrative:
Device was received and tested. Visual inspection was performed, and it was noted that the array was a bit rounded among the upper plane, like a belly observed in the cross-sectional view, and that prevent the array to be complete retracted. A functional test was performed, the device was not suctioning, and the device failed the cia test. A dissection was performed to the array, and it was noted that the interior of the array was full of blood clots, including the hypotube, this could explain the suction issue and the vacuum problem experimented by the customer. Moreover, the blood clots were creating the deformation early observed on the array. No structural issues observed among the mechanical structure. Hence the complaint can be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on june (B)(6)2022, during a novasure procedure the physician reported that a vacuum alarm occurred. When removing the device from the patient the physician observed that the array was bent. No harm to the patient reported. No other information is available.